Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had contaminated battery contacts. It was also indicated that there was damage to the epg's case and some external components. The epg was returned to the customer unrepaired at the customer's request. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.